Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro would not deactivate and began overheating and burning in the pt's tunnel even though the activation toggle switch was confirmed to be in the "off" position. Staff immediately removed the device and disconnected from the cable and power supply. There was some bleeding in the tunnel because when the overheating occurred, they had not completely cauterized/sealed the branch prior to removing. This did not affect the vein quality. A replacement unit was used to complete the procedure. The hospital did not report any pt complications. This account has just started using hemopro and the cable was only used approx 3 times. The maquet account mgr confirmed that they clearly understand the IFU recommended sterilization requirements for the cable.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B)(4).